Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to a "rupture" of the right cylinder. A new pair of 18cm x 12mm ipp cylinders with pump were implanted. Additional information received states "the left cylinder was fractured", it tore. The patient stated he used the device all the time. The patient was doing well following the surgery with great results. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.